Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l4-5, l5-s1 with interbody cage. To achieve fusion, surgery was performed using rhbmp-2/acs at multiple vertebrae levels. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. As a result of fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnosis: l5-s1 lytic spondylolisthesis. L4-5 degenerative disk disease. Patient underwent the following procedures: l4-5 posterior lumbar interbody fusion, application of interbody device, posterior arthrodesis and posterior lumbar interbody fusion. L5-s1 application of interbody device, posterior arthrodesis. L4, l5 and s1 bilateral pedicle screw placement. L5 gill body excision. Fat graft harvest, preparation and placement. Autograft local bone graft harvest, preparation and placement. As per-op notes: interbody cage was placed at l4-5 from the left. Disk space was prepared, wound was irrigated. The disk spaces were packed with one rhbmp-2 sponge after this half of rhbmp-2 sponge and local bone graft was placed into the appropriate sized cage. Cages were then impacted into place. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.